Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01031. It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the left ventricular was failing to capture. A fluoroscopy was completed to reveal the lead was dislodged. Repositioning of the lead was unsuccessful. The lead was explanted and not replaced. During procedure, the implantable cardioverter defibrillator set screw was unable to be tightened. The device was explanted and replaced. The patient was stable.